Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Priming, pressure test, and clear passage under water was performed and no defects were observed. Functional test was performed, and the set worked according to requirements. The sample was connected to a spectrum iq pump and left running for 125 ml for two hours and no defects were observed that could generate leaks. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked. This was observed during patient infusion with lipids. The event was further described as "small amount of lipids observed on outside of in-line port"; a downstream occlusion alarmed. To resolve the event, new tubing was ordered and primed with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.